Event description:
The procedure was to treat a heavily tortuous and heavily calcified left common iliac artery. Three stent grafts were placed to treat an abdominal aortic aneurysm (aaa). Two non-abbott guide wires were placed in each groin going to the aorta. An 8.0 x 39 mm omnilink elite was successfully deployed in the contralateral side of the iliac. When attempting to remove the guide wire, a stent strut stuck on the guide wire and when pulled on, the stent unraveled (stretched) and was pulled from the deployment site. The stent strut came loose from the wire and migrated up the aorta, on the wire, through the aaa stent grafts and stopped before the renal artery. A snare device was used to successfully remove the explanted stent. A non-abbott stent was implanted to complete the procedure. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.